Event description:
Related manufacturer reference number: 1627487-2020-47768.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient was experiencing pain and discomfort at the lead site. After physician evaluation is was found that the lead was eroding through the incision. As result, the lead was explanted on (B)(6) 2020.